Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a communication failure due to improper connection of the row board cable, resulting in the drawer not being detected on the bus. A field service engineer replaced the drawer board and reseated the row board cable, after which the system was tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. The customer had tried rebooting the station and performed a recover storage; however, the issue remained unresolved. After completing the general troubleshooting steps, the system displayed a "device not detected on bus" message. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.